Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keys took its time responding when they pressed on it. The customer's blood glucose level was 136 mg/dl at the time of the incident. The customer stated that the insulin pump was bumped. The customer noticed a damage at the back of the insulin pump when they were outside doing some back work. The reservoir lip ring was damaged. The customer stated that the keys were taking its time responding. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar was moving with no input. The customer stated that there was a response from a button. The customer stated that all keys had a delayed response. The customer stated that pressing menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The keys were responding just a delay. The customer stated that the pump was neither dropped nor exposed to moisture. The customer stated that block mode was inactive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment.